Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was sticking for several months and the up/down arrow keypad buttons were sticking for several weeks. The patient stated that the last time she primed the pump, the ok button was sticking and caused insulin to squirt out of the tubing. The patient denied physical damage to the rubber keypad. The patient reportedly wore the pump in a case underneath clothing and used a damp cloth to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be responsive. During investigation, evidence of contamination was found under all button key contacts.